Event description:
It was reported that a triclip procedure was performed to treat tricuspid regurgitation (tr). The steerable guide catheter (sgc) was prepared per the instructions for use (IFU). A triclip was inserted with the triclip steerable guide catheter (tsgc). However, during dilator removal, the tsgc did not hold column. Air was noted within the device. Aspiration was performed. Therefore, the devices were removed, and the procedure was discontinued. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided and without the device to analyze, a cause for the reported leak/splash associated with a loss of fluid column during procedure (dilator removal) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.